Event description:
Noted undersensed r waves on saved underlying rhythm strip, run at vvi 30, rv sensitivity set to 5.6mv. Last measured r wave was 7.35 on 10nov20 per pod." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).